Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, a curved opening on the edge of the insert to shell bond area in the anterior 4 location. A microscopic analysis and leak test were performed, which identified that the curved opening has a sharp pattern. A dimension measurement in the shell was performed, which identified the thickness within specification. The measurement of the opening is 1.0 cm. Based on the device analysis, the final assessment is: an opening with a sharp pattern at the edge of the insert to shell bond are assessed, as an unidentified tear opening.

Event description:
Company representative reported, unknown side deflation of a tissue expander. Device has been explanted.

Manufacturer narrative:
Summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order # (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event. According to the device analysis performed in the laboratory, it was observed and unidentified opening on the border of the insert to shell bond area which is related to the reported complaint. According to the current risk documents the event of leakage (or opening) in the insert/shell assembly process is a known failure mode and manufacturing process controls and inspections are stablished to reduce the incidence of this failure mode. This event was presented to the CAPA steering committee and it was decided to open CAPA 348208 to address the event of openings in insert to shell bond area. During the trend review of all complaints with an opening on border of insert to shell bond area for tissue expander for the period of oct 2019 through sep 2021, it was noted an outlier in oct 2019. However all the events are being captured in CAPA 348208.

Event description:
Healthcare professional confirmed right side deflation of a tissue expander. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative reported unknown side deflation of a tissue expander. It is not known if the device has been explanted or status of replacement.